Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) also noted the right ventricular (rv) channel displayed low morphology. The patient was prescribed additional medication to help slow their heart rate. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) also noted the right ventricular (rv) channel displayed low morphology. This crt-d remains in service. No additional adverse patient effects were reported.